Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-05895. It was reported that a guide wire broke and remained in the patient. The stenosed target lesion was located in the right coronary artery (rca). A 330cm rotawire and 1.25 rotalink burr were used for rotablation. During procedure, it was noted that 9cm of the rotawire broke and was retained in the rca. A non bsc stent was placed over the wire. The procedure was completed with another of the same device. There were no further patient complications reported and the patient's condition was stable.